Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00455. It was reported that during a rotational atherectomy treatment procedure, the burr got stuck in a previously placed stent. The 70-90% stenosed target lesion was located in the heavily calcified complex lesion, mid to distal right coronary artery (rca). The physician implanted a promus element stent but was not fully apposed. The physician advanced a 1.5mm rotablator rotalink plus burr to the lesion and got lodged in the previously place promus element stent. The patient was sent to surgery were a bypass procedure was performed and the burr and stent were removed from the patient. The patient experienced post-surgical tamponade and was sent back to the operating room. The patient was sent to the cvicu, intubated, with iabp discontinued.